Event description:
User reports an erroneous troponin t result for one pt sample. The initial result was 0.139 ng/ml. The physician did not agree with the results and requested the test be repeated. The test was repeated and the result was <0.010 ng/ml. Therefore, the sample was tested again and generated a result of <0.101 ng/ml and on 12/01/08 <0.010 ng/ml. User did not know if there had been any adverse effects to the pt but had received no reports. The field service representative was unable to determine a cause and cleaned the sipper path, replaced the reagent and pinch valve tubing. Performance tests were performed.